Manufacturer narrative:
The manufacturer received information from a philips service technician that the low flow oxygen (o2) test step had failed on the trilogy 100 device. There was no serious patient harm or injury that occurred or was reported. The philips service technician evaluated and determined the inlet air path, air path foam, and flow path tubing had caused the low flow o2 test step to fail on the device. The philips service technician replaced the device's inlet air path, air path foam, and flow path tubing to address this issue on the device. The philips service technician re-performed the low flow o2 test step, but it failed again on the device. The philips service technician re-evaluated the device and found the grey removable foam had caused the low flow o2 test step to fail on the device. The philips service technician readjusted the grey removable foam to address this issue. Afterwards, the philips service technician re-performed the test on the device. The philips service technician confirmed the device had passed all testing on it. Additional findings not related to the malfunction/issue was the rubber feet missing and damage to the cord retainer. The philips service technician replaced the device's enclosure rubber feet and cable clamp to address these two issues.

Event description:
The manufacturer received information from a philips service technician that the low flow oxygen (o2) test step had failed on the trilogy 100 device. There was no serious patient harm or injury that occurred or was reported. The philips service technician evaluated and determined the inlet air path, air path foam, and flow path tubing had caused the low flow o2 test step to fail on the device. The philips service technician replaced the device's inlet air path, air path foam, and flow path tubing to address this issue on the device. The manufacturer's evaluation is still ongoing due to the device needs to be retested after the parts had been replaced on the device. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional findings not related to the malfunction/issue was the rubber feet missing and damage to the cord retainer. The philips service technician replaced the device's enclosure rubber feet and cable clamp to address these two issues.